Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. Transducer pt801 has failed. This issue will be internally investigated within vyaire.

Event description:
It was reported to vyaire that the ventilator alarmed "ventilator inoperable" upon start-up. The product returned to vyaire for evaluation and investigative findings show that a transducer fault occurred.